Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows signs of loosening around the tibial and talar components. A medical professional reviewed the received information and noted the following: ¿there is tibial radioucence and cysts around the implant. The implant seems to have migrated cranially and medially. Either a very, very large inlay has been inserted or this also dislocated, resp. There is no more preload between the pe and the tibial component due to migration/protrusion of the tibial component. In this case the pe liner could be at risk of dislocation. The talar component then is likely to be loosened, with some radiolucence and cysts, but this cannot be said with certainty.¿ the root cause was attributed to a patient related issue. The failure was most likely caused by the presence of radiolucence and cysts around the implant. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to the loosening of the tibial component. The physician noted that the joint line is a bit elevated and the medial malleolus is already narrowed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to the loosening of the tibial component. The physician noted that the joint line is a bit elevated and the medial malleolus is already narrowed.